Manufacturer narrative:
Investigation summary: during manufacturing of material: 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The complaint history was reviewed, and no other complaints have been taken on batch: 3254396. No retention samples for this batch were available for investigation. No return samples were received for investigation of this complaint. Six photos were received for investigation of this complaint. Photos show contamination in batch: 3254396 with timestamp 0959 visible in one of the photos. This complaint can be confirmed. No complaint trends have been identified on this product for this defect. Bd will continue to trend complaints for contamination.

Event description:
It was reported when using the bd bbl¿ macconkey ii agar was contaminated, and noticed some plates were already growing an organism. And some plates grew the organism after incubation. Patients were treated based on erroneous results. It is unclear what the treatment was and the adverse affect of the treatment.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ macconkey ii agar was contaminated, and noticed some plates were already growing an organism. And some plates grew the organism after incubation. Patients were treated based on erroneous results. It is unclear what the treatment was and the adverse affect of the treatment.